Event description:
A healthcare professional reported, left side intracapsular rupture. Diagnosed via ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
E1.: phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as a surgical impact opening. (Shell thickness within spec) as per the investigation procedure, non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A healthcare professional reported left side intracapsular rupture diagnosed via ultrasound and MRI. The device has been explanted.